Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that after an intermedullary nail was implanted, a patient had wound related dehiscence. The patient underwent irrigation and debridement of the spinal wound, thoracic and lumbar region and down to the bone. The patient was also treated with antibiotics (IV and oral): zosyn, im cefepime 1g, ciprofloxacin for 16 days. The pathogen was identified as pseudomonas aeruginosa. No additional information is available.